Manufacturer narrative:
Product ID 97754 lot# serial# (B)(4) implanted: explanted: product type recharger product ID 37761 lot# serial#(B)(4) implanted: explanted: product type recharger: all fdc, fdr and fdm applied to desktop charger: analysis of the desktop charger ( (B)(4) ) found no anomalies with ac adaptor . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 37761, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) non-malignant pain. It was reported connector pin was loose on desktop charger. Patient stated that he ¿lays on his bed to charge implant and it usually connected, it did connect now but it took too a long time to recharge and he had been getting 2 to 4 boxes in the last few days. Patient had been charging for about 2 to 3 hours a day for the last 5 days. Patient noted the desktop charger (dtc) pin had been loose for the last 3 to 4 days. Patient was asked if he had been moving around or sleeping when charging, patient said he didn't charge while sleeping. It was reviewed the loose dtc pin could be a factor, if the ins recharger (insr) was getting intermittent power from the dtc, it could affect when he charged his implant. It was reviewed that patient unplugged the dtc from insr when the insr was full, and that would also help to avoid breaking or bending the dtc pin. A replacement dtc would be sent to patient. No further complication and no symptoms were reported. (B)(6) 2018 crts (con): additional information from patient was received. Patient stated since he received his desktop charger, the connection to the ins recharger was still loose and his insr was not incrementing over ¼ charge. A replacement recharger would be sent to patient. It was noted recharger was not charging with new dtc, loose port. No further complication and no symptoms were reported. On (B)(6) 2018 patltr (con): additional information was received from patient. When asked the circumstance that led to patient¿s taking too long to charge implant, getting 2 or 4 boxes in the last few days, patient stated the loose connection was the plug in white arrow to white arrow plugged in connection was too loose and wasn't fully connecting. It was noted replacement of dtc did not resolve patient¿s taking too long to charge implant or getting 2 to 4 boxes in the last few days. No further complication and no symptoms were reported.